Event description:
It was reported that the right atrial lead was replaced due to noise, during the ICD changeout for normal battery depletion. Oversensing and conductor fracture was also indicated. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; partial lead in segments returned for analysis. The lead was received in many pieces and damaged. The proximal conductor was distorted, the lead and all conductors were stretched, with blood/body fluid noted. The inner insulation and tubing was kinked/buckled. Blood in/on helix mechanism was also observed.